Manufacturer narrative:
H4 manufacturing date added. D4 expiration date added. D4 lot/serial no. Updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided, the coil could not be advanced through the microcatheter and was torn apart when trying to remove it. The anatomy was noted to be moderately tortuous. The physician indicated that the microcatheter was the cause of the issue, however this cannot be conclusively determined. An assignable cause of ¿undeterminable¿ will be assigned to the as reported event ¿main coil broken fractured during use¿, ¿coil in catheter friction¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject coil could not advance through the microcatheter. The subject coil was broken while withdrawing from the microcatheter. The physician removed the broken part of the coil from patient. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject coil could not advance through the microcatheter. The subject coil was broken while withdrawing from the microcatheter. The physician removed the broken part of the coil from patient. The subject coil was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.